Event description:
Broke, no longer available. 1014664(front arm socket) and 1012150(rear seat guide)

Manufacturer narrative:
The customer was contacted and no further information could be provided as to the exact nature of the malfunction, or a invacare valid model and serial number. Unable to verify the model of the unit or if the unit is an invacare device. However invacare does sell the parts listed, so an MDR was filed for all the parts listed within the customer's issue description.